Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by that during a pancreatectomy, the jaws did not open after the firing on the intestinal tract, though the knife returned as intended. The doctor attempted to release the device, but could not. Another device was used to cut the tissue off to remove the device from the patient. There were no adverse consequences to the patient. After the device was removed from the patient, it still would not release. No further information is available.